Manufacturer narrative:
The unit operated properly with a fully charged battery installed. However, this defibrillator/pacemaker was not compatable with the zoll a/c power charger, which was attached to the device when the problem occurred. Therefore, although the unit was plugged in, the battery was not being charged. This is the most likely cause of the reported failure.

Event description:
Complaint alleged that during a routine shift check by a clinician the device intermittely would not power up with full charge battery installed and power charger attached. The complainant indicated that there was no pt involvement in the reported failure.